Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the pump screen was too dim and could barely read. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self-test and displacement test. No dim/missing segment/partial display and back light function properly no anomaly noted during testing. However, unit had severely scratched lcd window.